Event description:
Customer reports to have gone to see healthcare professional. Customer reports that healthcare professional may have messed up basal rates accidentally and was asked to call helpline for assistance. Customer reports to have high blood glucose of 494 mg/dl, which was treated with manual injection. Customer also reports to have had issues with no delivery. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer received assistance in changing basal rates per healthcare professional's recommendation. Customer declined further troubleshooting as she determined that high blood glucose may have been due to not getting basal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.